Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead on the first post implant day. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.